Event description:
There was an allegation of questionable elecsys troponin t assay hs results for 1 patient sample on cobas e 411 immunoassay analyzer. The initial troponin result was 23.95 ng/l. The customer was prompted to repeat the sample as they usually repeat samples with troponin values outside of their normal range of 0-14 ng/l. The sample was repeated three times and the results were all <3 ng/l. The sample was also sent to another laboratory and the result was <4. The units of measurement were not provided. The result of <4 was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc data provided was acceptable. The investigation is ongoing.

Manufacturer narrative:
It was found that the customer does not invert samples after collection. To achieve the proper mix of additive and blood, each tube must be gently inverted as it is removed from the holder. Insufficient or delayed mixing of serum tubes may result in delayed clotting. The investigation did not identify a product problem. The root cause of the event could not be determined.